Manufacturer narrative:
Any previously submitted method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that stimulation didn¿t work if she turned a certain way. The patient mentioned she had several bad falls and was in pain. The patient noted the implant only takes between 40-60% of the pain away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient made a doctor¿s appointment and the doctor told her it was her responsibility to have a manufacturer representative (rep) there. The patient had a fall and was in pain. The patient was always in pain and fell the night of (B)(6) 2017 and her pain level went up more. The patient had pain all the time since implant and the stimulator does not handle it 100%. It was noted that the patient had not heard back from a rep.

Event description:
Additional information was received from the patient. It was reported that their battery kept getting depleted and shutting on/off with positional changes. The patient mentioned that they could feel their implantable neurostimulator (ins) shocking them. The patient then turned their ins off for two weeks because they got sick of it going ¿on and off.¿ an appointment was made with a manufacturer representative and the patient¿s healthcare provider (hcp), but they couldn't answer why the ins battery kept dying. X-rays were performed and confirmed that the leads were in the right place. The patient mentioned that now they would have to charge every 24 hours. It was further reported that the patient kept getting a piercing feeling like 10 bees were stinging them. It was unknown when the issue started. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation turns on and off on its own depending on whether they are sitting upright or on their side. If they move another way, stimulation turns on. Patient also mentioned that when they loose feeling stimulation, it jolts back on and feels like something is buzzing into their leg. Patient also moved their arm up and down causing their stimulation to shut off. Patient reported having pain and swelling by the ins site for several weeks. Patient also has a sharp pain on their right thigh for about two months. Patient turned their device off because they couldn't take the on/off jolting anymore.